Event description:
It was reported that the patient went to hospital due to diabetes keto acidosis on (B)(6) 2026. Blood glucose level was high at the time of the event. Ketones were also present at the time of event. Treatment provided at the time of hospitalization was insulin drip. The length of hospitalization was greater than twenty four hours. Symptoms reported at the time of event was stomach pain, sickness, altered vison, tiredness and weakness.

Manufacturer narrative:
E1: patient city: fjellhamar. Patient country: norway. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.